Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in china. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips brush head broke into pieces during use. No injury or medical intervention was reported. A possible choking hazard was identified.